Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 6 failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. (B)(6) upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open, and an error message had appeared. A field service engineer (fse) replaced the full height cubie drawer 7-row board, a controller board, the matrix drawer 6 interface board, and cubie drawer inseparable. Additionally, the keyboard cover was replaced to resolve the issue. The fse performed diagnostics using the hardware test application (hta) to verify system functionality. The customer successfully conducted multiple drawer inventories, confirming that the unit was operating as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.